Event description:
Taken to the operating room for placement of a central line for chemotherapy administration. Procedure went well, but on review of final image with contrast did not reveal that the line was in the right atrium. The line was removed to be replaced and the pt experienced pulse-less electrical activity and arrested. CPR was performed with open heart massage. When a pulse returned a hole was identified in the superior vena cava (svc). This hole was closed and the pt was moved to the ICU. The pt was managed in the ICU until his death from infection on (B)(6)2010. After a review and discussion of this case on (B)(6)2010, it was identified that the line introducer was a little inflexible and may have contributed to the svc injury.